Manufacturer narrative:
Per gfe response, it was confirmed that in the process of setting up the device before use, the automatic zeroing of the machine pressure sensor fails, and the alarm cannot be eliminated and required a swap. The hospital said the equipment had returned to normal use, but did not give details of the repair, no parts replaced. No injuries. No further information was obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that during use, the device was getting a proximal pressure sensor auto-zero failed message, the alarm cannot be eliminated, and it cannot be used. There was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Investigation is ongoing.